Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. It was reported that patient is virtually back to where they were before the device was installed. Patient has been having bowel and urinary accidents for several months. Caller also states discomfort at the implant site. Caller went to see the doctor last week and the doctor suggested calling manufacturer to see if they can get the device to help minimize the accidents. Caller is not with patient at the time of the call. Caller stated the doctor examined patient and noticed the device is quite close to the top of the skin. The patient was redirected to their healthcare provider to further address the issue regarding the discomfort at the implant site . Caller mentioned patient has an x ray scheduled for later this morning to see if there is anything going on. Caller will be calling back for help with adjusting settings to help with symptoms.

Event description:
Additional information was received from a friend/family member of the patient. The patient rep called back stating patient had been experiencing frequent accidents and met with their doctor who ordered an x-ray which confirmed the device is in place properly. They would like assistance trying a new program. Agent reviewed programmer use and caller confirmed they were able to change programs successfully and adjust amplitude to a comfortable level and will monitor symptoms.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.